Manufacturer narrative:
(B)(4). The customer reported the device failed the pacer and pads defib segments of the user initiated shift test. The issue presented during user initiated shift test. There was no patient involvement. The philips EU bench evaluated the device, confirmed the malfunction, and resolved the malfunction by replacing the power pca. We consider this issue to have been caused by a malfunction of the power pca.

Event description:
The customer reported the device failed the pacer and pads defib segments of the user initiated shift test. This issue presented during user initiated shift test. There was no patient involvement.